Event description:
A clinical study coordinator reported that a clinical trial participant was using the freestyle navigator continuous blood glucose monitoring system and they experienced a sensor issue on two different occasions. On the first occasion ((B)(6) 2010), it was reported that the participant noticed a "tail" sticking out of their skin after removing the sensor and they took it out with tweezers. On the second occasion ((B)(6) 2010), the participant reportedly noticed the "tail" missing a couple days later after sensor removal and then they used a "pen knife" and "locked" tweezers to pull the sensor "tail" out of their skin. On both occasions the insertion site was on the participant's abdomen area and the clinical coordinator reported there were no signs of redness, drainage or infection on both insertion sites. The area was reportedly healed and only a faint bruise was reported to be the visible evidence of the event. No third-party medical intervention was required and no medications were reportedly used during the event. There was no report of death, serious injury or permanent impairment with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. Navigator 1.5 receiver: (B)(4) navigator sensor delivery unit: (B)(4). Fsn transmitter: (B)(4)